Event description:
It was reported that during insertion of the lens, the lens was "inserted backwards" and tilted. When the physician attempted to reposition the lens, the capsular bag was torn. The lens was removed and the surgeon successfully implanted an anterior chamber lens. According to the surgeon, the likely cause of the event was that the lens was inserted backwards. The patient's prognosis is good. Please reference MDR number: 1119279-2013-00255 for the intraocular lens.

Manufacturer narrative:
The delivery device is not available to be returned to bausch + lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.